Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age (B)(6) years, native leaflet calcification, aaa) may have contributed to the annular rupture and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in canada, a 29mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. Balloon aortic valvuloplasty (bav) was not performed prior to the valve implant. The sapien 3 valve was advanced and successfully deployed in the native aortic valve using nominal volume. Post deployment, the patient expressed sharp back pains and hemodynamic changes were observed. A transthoracic echo (tte) was immediately performed which demonstrated no apparent abnormalities. A root shot was performed, which demonstrated contrast stains inside the pericardium. The patient was intubated and ¿cardiac maneuvers¿ were initiated while putting the patient on pump. Volume could not be maintained while patient was on pump and they expired on the table. As per medical opinion, the exact date and cause of death are unknown. It is believed that the cause of death could be due to an annular rupture. An autopsy was not requested. The native annular diameter measured 637mm2 to 659mm2. No annular or lvot calcification was reported. Calcification of the right native leaflet was reported.